Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: the reason for the patient needing to go to the hospital was unknown and no adverse event was reported. There was no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there was no allegation of a liberty select cycler malfunction or deficiency related to the hospitalization.

Event description:
A peritoneal dialysis (pd) patient's contact called fresenius technical support to request assistance with cancelling the patient's treatment. The contact stated the patient needed to be taken to the hospital. The patient was in dwell 1 of 3 when they called. Attempts to obtain additional information were unsuccessful.